Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product, and an evaluation of the returned device. The obturator was not received. The insufflation bulb was not received. The dissector balloon appeared intact. The flange of the dissector balloon was detached from the cannula. Visual testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the detached balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file will be closed as handling rough. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter during a laparoscopic inguinal hernia repair the device disengaged and remained in the patient cavity, the device was retrieved. It was also reported that the patient did not experience and adverse event as a result of the device malfunction.